Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of a battery depletion (bd) code. A request was made to have data from this device analyzed. Data analysis confirmed the bd error is consistent with extended magnet application. This instance of the error may be disregarded and interrogation with programmer is required to silent the warning tones. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error or battery depletion errors; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of a battery depletion (bd) code. A request was made to have data from this device analyzed. Data analysis confirmed the bd error is consistent with extended magnet application. This instance of the error may be disregarded and interrogation with programmer is required to silent the warning tones. This s-ICD remains in service. No adverse patient effects were reported.